Event description:
A surgeon reported that after the implantation of the device there was no flow. He thought the device was clogged and defective. The device was not explanted. A trabeculectomy will be performed in the future. Additional information was received from the surgeon, who indicated that the standard procedure was performed and that the instructions for use of the device were followed. The trabeculectomy has not yet occurred.

Manufacturer narrative:
The product was not returned for analysis. Results from the device history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no similar complaints reported in the lot number. Additional information was requested and received. (B)(4).